Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Section h6: health effect - impact code and medical device problem code corrected manufacturer's investigation conclusion: the reported event of the system controller returning for an unknown reason could not be confirmed. It was reported that the controller would return; however, the system controller was not returned for analysis, and no log files were submitted. Multiple good faith effort (gfe) attempts were sent to inquire about patient information, the reason for the return, if any log files are available, the serial number of the controller, and if any product will return for analysis; however, no response was received. There were no issues identified or reported for the heartmate 3 system controller. The device history records for the system controller were unable to be reviewed as no product identifying information was available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller was requested to be returned.